Event description:
The customer reported that the device failed to discharge via external paddles during care of a patient. There was no report of patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.